Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor failed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings, place sensor under microscope and found gold trace damage. See attached pictures for details. In summary, the customer complaint of unexpected sensor alarms was confirmed. Sensor failed for high readings found sensor gold trace damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 357 mg/dl. The customer also reported a difference between the blood glucose (357 mg/dl) and sensor glucose (70 mg/dl) values. The customer also received a change sensor alert. The event involved product(s) mmt-1884, mmt-342, mmt-7040ma & mmt-442ag. Troubleshooting was done, it was found that the insulin delivery was not suspended, but the difference between the blood glucose and sensor glucose was not within the range. It was also found the customer was treated with the insulin pump. The insulin pump was used within 48 hours of the reported event and the automode/smart guard feature was active. No further patient complications were reported. The product(s) product(s) mmt-1884, mmt-342 & mmt-442ag will not be returned for analysis but mmt-7040ma will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.